Event description:
It was reported that during a laparoscopic gastric bypass procedure, there were heavy co2 leak from trocars - even without being placed in ports. They had to use 6 times more co2 during the case due to trocars leak. Tried to compensate by pressing upper seal downwards, but it didn´t help. Procedure prolonged 60 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning. .

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.